Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: dried blood had clogged the helix when retracting and extending. After the blood was cleared, electrical analysis revealed normal characteristics. No anomalies were found.

Event description:
It was reported that the lead exhibited a lot of baseline noise and atrial oversensing. The lead was not implanted.